Manufacturer narrative:
Initial and final MDR 2044069 - MDR 3003442380-2024-31983 - device 2 of 5

Event description:
Reference number (B)(4). Event occurred in the spain it was reported that the patient faced five kinked cannula events on (B)(6) 2024. The event occurred after 3 hours of insertion. The infusion set was in use for few hours. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.